Event description:
Boston scientific crm received information that this right ventricular (rv) defibrillation lead exhibited one low, out of range shocking impedance <20 ohms. The patient was to be brought in for evaluation in the future. At this time, no further information has been made available. Subsequent information indicates that the patient was brought in for evaluation and the low impedance measurement was unable to be reproduced with isometrics, etc. No shocks were performed. The physician elected to continue normal followups. Additional information has been provided that this is a device specific issue, not a lead issue.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.